Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out during manual prime process. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. Customer stated that the insulin pump was not rewinding. Customer stated insulin continues to drip after motor stops during the manual prime process and customer was unable to exit from preparing to prime loop. Customer stated that the rewind message occurred after an alarm. Customer stated that the insulin pump was stuck in rewind complete or bolus delivery loop. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.